Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient¿s right ventricular (rv) lead exhibited multiple high out of range pacing impedance measurements of greater than 2000 ohms. The cause of the impedance issue has not been conclusively determined, however the field believes the issue to be due to calcification between the tip of the lead and the tissue of the heart. No intervention has been performed and the rv lead continues to remain implanted and in service. No adverse patient effects were reported.